Event description:
Received a user facility report from clinic regarding a hemolysis event with a first use reuse bloodline. Clinic reports that 1 1/2 hrs into treatment, the pt requested go to the rest room. Treatment was stopped and then upon reinitiation, a kink in the arterial line was noted. The kink was straightened but pt continued to feel ill. A blood sample was drawn and hemolysis was suspected due to the presence of rbcs in the serum but not confirmed. The pt was subsequently sent to the hosp. Pt dob 6/25/1974, male, 64 kgs. Pt remained under observation and has since returned to the clinic without further incident. No medical intervention was required. No info regarding additional lab testing is available.